Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated a couple years ago their ins wasn't holding a charge anymore so they just quit using the ins or charging. Pt said their ins was now dead and pt needed a head MRI, but the facility wouldn't do it because pt couldn't get the device into MRI mode. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pss reviewed MRI guidelines with pt and recommended facility call for questions on guidelines. Pss reviewed if pt had to put their device into MRI mode before the MRI, to follow up with hcp to contact a rep and address possible overdischarge. Pt asked what it would take to have ins removed and mentioned the ins had been the biggest mistake of their life, pss redirected to hcp to discuss.

Manufacturer narrative:
Unknown event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called from phone 2 and mentioned they were at the MRI facility and were going to get an MRI in about 5 minutes. Pt said the ins was about 80% charged and they had the ins "jumpstarted" yesterday by a rep. Pt reiterated details of case. Pt said now, however, when they connected the pt programmer to the ins, the pt got a warming power on reset (por). Patient services specialist (pss) explained the meaning of a warning (por) and redirected to hcp. Caller met with patient yesterday to perform physician recharge mode, and start charging ins normally. Technical services specialist (tss) had caller interrogate ins in which they were able to clear por and mentioned that initially when connecting to ins, it only provided workflow to implant ins and not the "follow-up" workflow. Tss walked caller through entering patient name and caller confirmed the rest of the patient information was present along with patient's programming and caller was able to place ins into MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was caller states the pt's battery has been dead for 2-3 years. Tss asked when the pt noticed they could not chargetheir ins and the rep again noted 2-3 years (event date). Tss reviewed device recovery protocol for overdischarged devices. The caller was not with the patient.